Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). The ICD was implanted and being monitored. The patient was stable.